Event description:
It was reported that the patient was feeling pocket stimulation and that the stimulation could be "seen across the room." It was also reported that the device ventricular capture management (vcm) algorithm had increased the right ventricular (rv) lead output, however when the lead threshold was tested in the clinic, it was lower than the device had automatically adjusted. Trending data showed that the rv lead threshold had increased in recent weeks. Further follow up indicated that the device had high output and had to be reprogrammed. The device and rv lead are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.